Manufacturer narrative:
Medical device - lot: ak060033. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient experienced discomfort, dysparunia, erosion, and an artifact was identified in the body. The patient underwent cystoscopy and pelvic MRI.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As additionally reported to coloplast, though not verified: the patient consulted with stress urinary leakage and trans obturator sling urethropexy (aris) was performed in (B)(6) 2011. The patient presented with postoperative pelvic discomfort evolving over several years. An endoscopy was performed in 2011, and redness was noted at the bladder neck, with no clear perforation of the sling. In march 2019, endoscopy revealed right parurethral pain and intravesical strip erosion and sling removal is recommended.